Manufacturer narrative:
(B)(4). The device was received and is currently being evaluated. A follow-up will be sent when the evaluation is complete or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint is an ancillary service event and was determined to be a duplicate of (B)(4). Refer to manufacturer report number 1423500-2012-09818 for the investigation. If any additional information is received, a followup will be sent

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 22:43:55. During night drain cycle 24, the patient's ultrafiltration reading was 1322ml, indicating the home patient (hp) drained 622ml more than their maximum programmed fill volume of 1000ml. This information meets iipv criteria. No additional information available.